Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6) 2012; 4193-88 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial lead and left ventricular lead thresholds were high. The leads were explanted and replaced. No patient complications have been reported as a result of this event.